Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 4. The technical service representative (tsr) explained the alarm to the home patient (hp). The tsr assisted to retrieve the cassette and advised to let the nurse know about the alarm. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. The hp had not told his nurse of the alarm. He was advised by product surveillance to inform his nurse of the alarm. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he was doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.